Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 411 mg/dl while wearing the pod for longer than 48 hours. The patient reports the pods cannula had become dislodged at the pod infusion site, (leg) and was found to be bent. In addition the pod was leaking during wear,

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. Inspection of the exposed portion of the soft cannula did not find it bent, kinked, nor damaged. A root cause for the reported dislodged cannula could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. During inspection of the fluid path, an internal tear was observed in the soft cannula. This tear resulted in fluid diverting from the intended fluid path and improper delivery of insulin. Due to the internal leak, the exposed portion of the cannula was unable to be tested to confirm the reported leaking during wear.